Manufacturer narrative:
Internal complaint reference case: (B)(4).

Event description:
It was reported that during a meniscus repair, the fast-fix t2 could not be deployed. T1 was already secured and it was removed from the patient. The procedure was successfully completed without a significant delay using a back-up device. No other complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the customer provided image reveals the t1 and t2 anchors have become detached from the needle. A visual inspection revealed the device was returned outside of original packaging. The anchors and suture were not returned with the device. The needle has been bent from manufacturer intended position. The actuator tip appears jammed at the distal tip. A functional evaluation revealed the deployment knob would function as intended, but the actuator tip was jammed at the distal tip and not reset between the t1 and t2 pre-deployment positions. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.